Event description:
During evaluation of a returned spectrum iq infusion pump, the device had lower audio than normal range. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had lower audio than the normal range. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause was identified to be dislodged speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.